Manufacturer narrative:
The reported event of insulation abrasion was confirmed. The reported event of noise was not confirmed. A partial lead was returned in one piece. Final analysis found insulation abrasions in multiple locations. External insulation abrasions were noted at 39.5-39.6cm, 40.0-40.3cm, and 40.7-41.4cm from the distal tip internal insulation abrasions were noted at 7.5-10.1cm, 9.1-11.3cm, and 27.2-28cm from the distal tip. The cause of insulation abrasion was due to the external insulation abrasions which is consistent with friction to the device can and internal insulation abrasions

Event description:
Related manufacturer reference number:2017865-2021-08679, related manufacturer reference number:2017865-2021-08680. It was reported that the patient presented for a generator change out procedure. Upon investigation, the right ventricle and atrial leads exhibited noise. Fluoroscopy revealed the right ventricle lead had externalized conductor cables. Additionally, the left ventricle lead exhibited failure to capture since 2016. The right ventricle, atrial, and left ventricle leads were all explanted and replaced. Patient was stable.